Event description:
During a proctoscopy, transanal endoscopic microsurgery, the tip of the cautery was misplaced. It was not found in the patient, on the instrument table, the floor, the bed or any other area. This tip is screwed into the device and should not come out.